Event description:
It was reported that a pump declared an altitude alarm while the customer was on a bicycle tour in the french alps, and the pump got wet during a rain event. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl (27.7 mmol/l). Instructions were given to remove obstructions and clean the pump; however, despite attempts, the customer was unable to resume insulin. Due to connectivity issues, the customer planned to let the pump dry out and try loading a new cartridge later, with plans to follow up for continued troubleshooting.